Manufacturer narrative:
Device eval summary: device evaluation of belt (B)(4) has been completed. The reported problem (broken belt connector) has been confirmed. Upon receipt, the trunk cable connector was broken, causing the belt to not stay securely connected to the monitor. The root cause of the damaged connector was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that the belt connector was broken. The patient's electrode belt was replaced.